Event description:
A complainant alleged that she experienced headaches and respiratory issues after using pdcare surface disinfectant.

Manufacturer narrative:
No medical attention was sought by the complainant; however, due to the discomfort, a previously prescribed inhaler was used once. The complainant stated that her symptoms subside when she is away from the office.